Event description:
Adverse event(s): "error on system start-up" (no pt involvement). Product problem(s): "scanner error message" (device displays error message). While on site for a service call, the territory manager (tm) noted an error message on start-up. "Scanner defective, call service". No pt was involved at the time of this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).